Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: ne u_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received from the manufacturer's representative noted that the patient was not originally in his territory during (B)(6) when the patient made the initial complaint. The representative saw the patient in (B)(6) and let the patient know if the infection was at the implantable neurostimulator (ins) site he could interrogate the device and make sure it was working properly, but the infection would need to be taken care of by the doctor. The representative interrogated the device and everything looked good. The representative alerted the doctor and his nurse of the infection and they addressed the infection. The representative was unaware of what was done to treat the infection or if it had resolved. The representative assumed all was well as he had not heard back from the patient or the doctor's office.

Event description:
It was reported that on (B)(6) 2014, the implantable neurostimulator (ins) area was really red. The patient rubbed triple antibiotic on the area. Eight months later, it was reported that the patient had a blister on the incision site for 18 months. The patient was given antibiotics but the blister wouldn¿t go away. She had a problem using the patient programmer. The patient was having problems with the ins and was scheduled to see her doctor the following week. The ins was burning the patient from the inside. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.